Event description:
Error 5 message. In 2002, patient was having symptoms of low blood sugar. They tried to test on their induo meter three times and meter kept giving them an error 5 message. They then tested on their medisense meter and obtained a 31 mg/dl. Patient then treated themselves with dextrose. They did not call their md or seek medical attention. Patient mentioned that the test works correctly if they insert the test strip "aslope". Lifescan representative was unable to resolve the issue with the error 5 and sent patient a new meter.